Event description:
Reporter alleged obtaining the results of 271 mg/dl and 135 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. The customer returned and empty vial so there were no strips available for testing. A labeling issue was observed with the returned vial. The quantity was smeared.